Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two photos were provided for evaluation. Visual evaluation of the first photo showed the packaging identifying the reported item and lot#. The second photo showed a good and bad catheter taped alongside of one another. The "bad" sample showed the tip of the catheter to be sheared off. However, the event description states the catheter had already been used during a procedure. Although one of the photos shows a catheter tip was sheared off, since it had been opened and used, it is not believed to be the result of any manufacturing process. Although the exact root cause was not able to be determined at this time. Per the manufacturers investigation this defect is not likely to have happened during the manufacturing process. It is believed to happen during application. User will be referred to IFU which states, " warnings: do not apply excessive force during needle advancement. Do not utilize needle if it bends or tip becomes damaged. Needle with damaged tip increases the risk of intrathecal or intravasular placement. If resistance is felt during advancement of the needle, carefully correct the oreintation of the needle but never apply exccessive force. Caution: do not withdraw catheter through the needle because of the possible danger of shearing or kinking." Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: tip of catheter broke off - approx 1 cm left inside of patient.